Event description:
Report received of an underdelivery of antibiotics. The homecare patient was receiving an unspecified dose of penicillin in 500ml of normal saline. The pump was programmed to deliver at a rate of 19ml/hr. The pump alarmed for infusion complete in the morning, but only half of the solution had infused. The patient notified the customer. The customer took a replacement pump to the patient within 20 to 30 minutes of notification. A new solution of the antibiotic infusion was started. The patient did not experience any adverse effects. Though requested, no further information was available.